Event description:
It was reported that a patient underwent a surgical procedure on (B)(6) 2013 and absorbable staples were used. It was noted prior to use on the patient that there was a hole in the packaging. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Conclusion: the actual device was returned for evaluation. A hole was noted on the unprinted side of the peel area of the package. Under the microscope it is clear that the impact was from the outer side to the inner side. The tear defect is easily detectable by the naked eye per presented images. The next magnified view images shown that the foil pouch was caught and bent in a fashion indicating an external catch. The roughness of the tear and its amorphous shape indicates that a knife or knife-like article was not involved in the tear. As per device condition it seems that package was mishandled after it was shipped to the customer and it was removed from its protective outer packaging. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.